Event description:
Medtronic received a report that the patient was undergoing a pipeline embolization device (ped) placement procedure for internal carotid- posterior communicating (icpc) aneurysm. It was started to be deployed in the mca, but the tip was defective, so the product was exchanged and deemed defective. The replaced product could be deployed without any problems. It was reported there was a deployment failure in the distal stent region. The pipeline was not positioned in a bend. More than 50 % of the pipeline had been deployed when it failed to open. The pipeline had been resheathed two or less times. There was no operation or another device used to deploy the stent. The stent was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reporting aneurysm baseline characteristics were an internal carotid artery (ica) posterior communic ating (pc) 5.5mm diameter aneurysm with 3mm neck.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported patient vessel tortuosity was moderate. There was no damage observed to the pipeline stent or pushwire. The patient did not experience any adverse event or injury in association with this event.